Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system, with sensor readings reported as high and fingerstick values of 341 mg/dl, and the user administered 10 units of backup subcutaneous insulin and was advised to remain disconnected from the ilet for a period to avoid insulin stacking. Symptoms included hyperglycemia with reported confusion or disorientation and nausea. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding any specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.